Manufacturer narrative:
(B)(4). Medical device: allen plug 20mm flange; item# 00-8011-020-20; lot# 65337365. Report source- foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery when the bone cement was put into the femoral cavity, the patient's blood pressure dropped rapidly, and the patient has died. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. Product was not returned or pictures not provided. Device evaluation could not be performed. A retained sample of the affected batch has been tested in the laboratory under standardized conditions. No unusual behaviour was observed during setting. Setting time and highest temperature of the cement was conforming to specifications. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. This device is used for treatment. Medical records could not be reviewed as they were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.